Manufacturer narrative:
Device manufacture date: june 15, 2016- june 16, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: (B)(6) 2016. Concomitant product therapy date: (B)(6) 2016. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that overinfusion was observed with a small volume folfusor device. The reporter stated that the pump had emptied 17 hours before the end of therapy. The actual infusion time was 31 hours and the normal infusion time is 48 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.